Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 fails when trying to open drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slides had failed, which caused the drawer to stick closed. The field service engineer (fse) replaced the drawer slides and confirmed that the customer tested several times to ensure the functionality. Registered pharmacist tested the drawer several times to verify functionality. The fse also verified that all cables were tightened and undamaged. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 fails when trying to open drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.